Event description:
It was reported that during testing conducted at the manufacturer facility paint chips had disassembled from the device . No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.